Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was not returned to fisher & paykel healthcare (f&p) (B)(4) for investigation. Our analysis thus based on the information and photogrph provided by the customer, previous investigations and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the connectors on the head harnesses were discolored. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. The subject infant warmer is over 14 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in (B)(6) reported that an iw934 cosycot infant warmer displayed an error e17. The clinical engineer at the healthcare facility confirmed that the harness connector was found to be discolored. There was no patient involvement.